Event description:
Pt returned on (B)(6) 2010, for a six week post-op visit. X-ray revealed that one of the screws had backed out at the inferior end of the construct. The six screws and a three level plate had originally been implanted on (B)(6) 2010.

Manufacturer narrative:
Suspect device remains in pt. Revision surgery is not required at this time. Surgeon will monitor pt to assure stability. A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and the IFU state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging or diverging screw placement may prohibit proper seating of the bone screws. Screws angled beyond 9 degrees cephalad to caudal and/or 7 degrees medial to lateral may prohibit proper seating.